Event description:
It is reported that surgery was delayed for an unidentified amount of time when the crimping device failed to hold tension.

Manufacturer narrative:
Evaluation summary: a definitive cause cannot be determined for non-tensioning. Evaluation codes: the device was tested and found to not automatically open after full pressure was exerted on the handles. Some instrument tube was applied to the device, and it appears to be working properly now. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.